Manufacturer narrative:
On 7/12/2019, mentor became aware regarding patient date of birth, age, race. Hence, section a has been updated. Also, replacement information was provided as catalog#: 3503254bc; serial #: (B)(4). Reason for device explant and/or reoperation was inadvertently left blank under last submission. It should be: right side capsular contracture baker grade iii. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: concomitant medical products: left side; 325cc mentor memorygel breast implant; catalog number: 3503254bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unknown patient with unknown age, gender, and race underwent unknown breast surgery with a 325cc mentor memorygel, breast implant and was presented with right side capsular contracture baker grade iii postoperatively on (B)(6) 2018. As a result, the device was explanted on (B)(6) 2018.